Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27-mar-2023. Lot 2217562: (B)(4) items manufactured and released on 22-nov-2022. Expiration date: 2027-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 2109963: (B)(4) items manufactured and released on 13-oct-2021. Expiration date: 2026-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot 2238775: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.